Manufacturer narrative:
Reservoir device info: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, expiration date: 06/28/2015, UDI number: (B)(4), manufacture date: 07/15/2013.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) had fluid loss. The device would not inflate. The device was replaced with a 16cmx12cm spectra penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.